Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as (B)(6) 2010). Evaluation summary: evaluation of the returned embolic protection system (eps) noted blood on the shaft, handle, and filtration element, consistent with being advanced into the patient. There was saline on the shaft of the eps. The filtration element, delivery catheter, barewire and torque device were returned. The tray and the retrieval catheter were not returned. The filtration element was not loaded in the delivery catheter pod (dc pod) but was on the barewire distal to the dc pod. Although not reported, the dc pod was torn for a length of 11mm distal to the marker. As there was no report of difficulty loading the filtration element or advancing the delivery catheter, this damage may have occurred due to handling post procedure. There was a kink in the hypotube 21 cm proximal to the guide wire exit notch, which may also be related to handling. There was no other damage noted to the eps. The red locking clip was returned clamped on the delivery catheter handle. The torque device was secured on the silver portion of the barewire. The tip of the barewire was tugged on to confirm the core was intact. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. The patient anatomical conditions were not provided, and a conclusive cause for the difficulty removing the device could not be determined. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. A conclusive cause for the reported difficult to remove and subsequent damage to the delivery catheter could not be determined; however, there is no indication to suggest a product quality deficiency. As part of manufacturing quality process, all delivery catheters are inspected to ensure the device structure and integrity. Additionally, a sampling of units is visually, dimensionally and functionally inspected.

Manufacturer narrative:
(B)(4). It was reported that the emboshield nav 6 was used in the coronary, it should be noted that the product instruction for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulty retrieving the filter. (B)(4).

Event description:
It was reported that during an interventional procedure for coronary bypass restenosis, the emboshield nav6 embolic protection device (epd) was used. Difficulty was encountered during removal of the device in the retrieval catheter (rc). Ultimately, the epd was retrieved and removed from the anatomy using a little force. There was no reported adverse patient sequela. Though requested, no additional information was provided.